Event description:
Customer called to report problems with the insulin pump. Customer stated that the pump history does not go back as far as she was initially told. Customer also reported that the pump was missing data during download. Customer stated that she recently experienced diabetic ketoacidosis (dka). Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.